Manufacturer narrative:
The ge rep conducted an onsite investigation. The high voltage candle sticks were regreased. The system was tested and operates as intended.

Event description:
The customer reported that the system made a popping noise and displayed a saturation error message. The problem occurred during a case. No pt injury was required.